Manufacturer narrative:
This investigation will be updated should further information be provided or upon completion of analysis, should the device be returned.

Event description:
It was reported that this defibrillation lead, implanted with another manufacturer's device, triggered an alert due to an out of range shock impedance measurement. Device interrogation and multiple impedance tests did not reproduce out of range impedance measurements. It was also reported that threshold values had increased, but the physician was not concerned. It was noted that the patient was not pacer dependent. The lead remains in service. No adverse patient effects were reported.